Event description:
Pt implanted with a retrograde/antegrade femoral nail, two locking bolts and two locking screws in (B)(6) 2012 for a distal third femoral fracture. Pt experienced pain and a non-union was noted. Hardware was removed on (B)(6) 2012 and replaced with a condylar plate. The hardware was discarded by the hosp as the pt reportedly has a history of (B)(6). This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Event description:
It was noted by the op report: nonunion of the right distal femur; hardware removal with open reduction internal fixation of the distal femur with bone grafting. Also noted; an exam was performed and x-rays were taken on an unknown date. This is 5 of 5 reports for (B)(4).

Manufacturer narrative:
Device was discarded by the hosp. Investigation is ongoing; no conclusion could be drawn as no catalog number or lot number was provided.